Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the aortic rupture was attributed to the non-coronary cusp (ncc) calcification being pushed against the aortic root. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, an aortic root rupture was detected 50 minutes after valve implantation. Hemostasis was achieved by compression via incision obtained on an intercostal space. Upon balloon aortic valvuloplasty (bav), the balloon popped toward the aorta twice. After the second attempt for bav, the mitral regurgitation was slightly increased. A 26 mm sapien xt valve was initially positioned 80:20 aortic/ventricular (a/v) and landed 70:30 a/v as intended. The valve was deployed with 2 ml less than nominal volume. No paravalvular leak or aortic regurgitation was seen by transesophageal echocardiography (tee) and aortography. No accumulation of pericardial effusion was detected before and throughout the procedure. Systolic blood pressure (sbp) stayed between 90-120mmhg. Recovery of blood pressure (bp) was normal after bav and valve deployment. The transfemoral access site was closed and the procedure was ready for completion. However, just before leaving the operating room, the bp suddenly decreased from 140's mmhg to 40's mmhg, and cardiac arrest occurred. Cardiac massage was performed. Tee showed accumulation of pericardial effusion. Cardiac massage was stopped as cardiac tamponade was suspected. A 5cm of incision was obtained on an intercostal space under which the bottom of the left atrium was located. Approximately 100 ml of bleeding was observed. The bleeding site was compressed with a finger to restrain hemorrhage. Sbp remained 80's mmhg. Tee revealed a hematoma in the aortic root without increase of pericardial effusion. Pericardiocentesis was performed. Tee presented no growth of hematoma. After a chest drain tube was placed in addition to the pericardial drain tube, the intercostal incision was closed. No abnormality was observed in the valve function on tee and CT. The patient left the operating room intubated and would be clinically observed for two to three days under sedation and bp control at around sbp of 80 mmhg. During the treatment, blood transfusion was required; 4 u of red cell concentrates (rcc), 10 u of platelet concentrate (pc) and 4 u of fresh frozen plasma (ffp). The total of bleeding amount was 2,160 ml. The operating surgeon stated that the calcification of native valve did not seem severe. The non-coronary cusp (ncc) was most severely calcified out of three cusps. The location of hematoma appeared close to the position where the ncc was folded in. The hemorrhage was likely caused by the calcified ncc, which was pushed against the aortic root. Per the report, the native annular diameter measured 19.1 mm y tee with moderate valve calcification and mild aortic root calcification. The calcification was homogeneously distributed on the valve; the ncc was most severely calcified. The diameter of sinus of valsalva (sov) and sinotubular junction (stj) measured 29.0 mm and 24.8 mm respectively. There was no calcification on the mitral annulus.